Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the perforations on the packaging of product 381023 were not perforated, so it could not be separated.

Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs. Your report of poor perforations between the unit packaging was confirmed and the cause appeared to be packaging related. It appeared that the 22g insyte autoguard unit packages were not properly perforated, which likely made it difficult to separate the individual units. During manufacturing, this may occur due to a dull knife when cutting the packaging in the cross-machine direction. A device history record review showed no non-conformances associated with this issue during the production of this batch.